Event description:
A (B)(4) distributor contacted zoll customer support to report that a monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (will not power up) was confirmed. Upon investigation, the monitor would not power up. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The pt received a replacement monitor.